Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The video controller printed circuit board and the uninterrupted power supply were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system had a problem with the video controller board. No patient injury was reported.